Event description:
The patient reported their dog chewed through the power cords of the patient electronics device. There were no adverse consequences reported by the patient and the device is being replaced through acelis.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.